Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor response buttons were non-functional.

Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was intermittently defective. The cause for the failure was isolated to a creased rear button cable and damaged middle trace at the bezel. The root cause for the defective response button could not be positively identified. No adverse event resulted from the defective monitor.